Event description:
Patient receiving blood transfusion and noted that blood was dripping out of the infusion tubing. Leak was noted at the "y" site at the top of the filter drip chamber. The blood transfusion was stopped, the tubing was changed and the patient was able to receive the remainder of the transfusion.